Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
When I was wiping I noticed there was cotton... Haven't had one in in about 24 hours- vagina [foreign body in reproductive tract]. Cotton from a tampon is coming out separate from the tampon [device breakage]. Case narrative: consumer reported via phone that when she was wiping today she noticed there was cotton. No serious injury was reported.